Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the arrow and escape button of the insulin pump was sticking as well as unresponsive. Customer¿s blood glucose level was unknown. Customer confirmed that the time clock was advancing. The customer was advised to discontinue the insulin and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had intermittent buttons response due to flattened esc button dome switch. No unlocked j2 or lcd keypad connector noted.